Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing morphine (50mg/ml at 29.016mg per day) and bupivacaine (40mg/ml at 23.213mg per day). The indication for use was non-malignant pain. It was reported that during a pump refill on (B)(6) 2017, a pocket-fill occurred. The hcp felt confident the needle was in the fill port, and the drug was aspirated back via the barbotage technique. Shortly after the refill the patient appeared to be out of it, and was not answering the hcp properly. The onset of symptoms was considered sudden. The hcp questioned if the patient had a seizure. The patient was taken to the emergency department and monitored in the intensive care unit (ICU). Narcan and intralipids were administered. Troubleshooting occurred over the phone regarding pump programming, and the hcp inquired about the use of preservative free normal saline. The patient had no loss of respirations and their blood pressure was stable. While in the ICU, the pump was aspirated and 6ml were removed. It was indicated that the patient had a pocket fill of 36ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.